Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06726, 1627487-2022-06727, and 1627487-2022-06728. It was reported that the patient was experiencing uncomfortable stimulation, and fluid accumulation was found on the leads and the extension. The patient's ipg had also migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 in which the leads and extension were replaced while the ipg was repositioned to address the issue.